Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the rear therapy electrode which resembled a "diaper rash". The patient consulted his physician who recommended a medication. Follow-up indicated that the rash was still present. The current medical condition of the irritation is unknown.